Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I got essure out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("it hurts a lot"), arthralgia ("hip pain") and myalgia ("sore muscles"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, arthralgia and myalgia outcome was unknown. The reporter considered arthralgia, medical device removal, myalgia and pelvic pain to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Concerning the injuries reported in this case, the following one was described in patient¿s social media: medical device removal, arthralgia and myalgia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Events added: I got essure out, hip pain and sore muscles. Reporter added. Case upgraded from non serious to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.